Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the head nurse found the mask of the device deflated. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a hole was observed on the air cushion along the edge of the hard shell of the mask. The edge of the hard shell was checked and no flashing or sharp edges were found. The mask was checked prior to packaging by the double hand pressing method and no issues were detected. A defect of this type would be detected during the inspection process. A DHR review was performed on the lot number reported (161101), and no issues were found that could relate to the reported complaint. Based on the visual exam, the reported complaint was confirmed. It was determined that the defect occurred during transportation, and is considered to be an isolated case. A conclusion code could not be found.

Event description:
Customer complaint alleges the head nurse found the mask of the device deflated. There was no report of patient involvement.